Event description:
Preop dx: scoliosis status post rod placement, need for hardware removal postop dx: same. Procedure: anterior exposure through l sided thoraco-abdominal incision. Lysis of adhesions. From office visit about two months prior to event: "...she has been following with us for continued pain and a known broken rod."